Event description:
First visit to dentist for root canal, the drill bit chipped off and is permanently in my tooth. Dentist said it can be seen if ever I have another x-ray and that it is perfectly normal. Then on f/u visit dentist cuts my tongue deep where tongue joins bottom of mouth, then tries repeatedly to stitch it up; giving me her tropical to keep on it for pain and sending me home. I started to experience side effects and after visiting my dr, was told to stop using it. Weeks later I'm still in a great deal of pain and eating soft foods only. Not sure brand of drill used. (B)(6).